Event description:
The baxter field service engineer reported a pump that failed to alarm "end of syringe". The problem occurred at an unknown time. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump that failed to alarm end of syringe was confirmed during evaluation. The problem was due to a broken end of syringe switch. The end of syringe switch was replaced during service. The pump was retested and returned to the customer within specification.